Event description:
During a broncosopy, a transbronchial aspriation needle biopsy was attempted, but could not get suction after sticking in lung tissues. Noted entire batch of needles to be defective, the syringes were loose causing product not to work. All pulled from use.======================manufacturer response for transbronchial aspiration needle, excelon (per site reporter)======================manufacturer removed and replaced product.